Event description:
It was reported that the patient had severe depression since implant three years prior to this report. The patient expressed dissatisfaction and stated he would not have the device implanted again. The patient stated that he could not get the help he needed due to the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3387s-40, lot# v170161, implanted: (B)(6) 2008, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v123174, implanted: (B)(6) 2008, product type: lead. Product ID: 37603, serial#(B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went to 25 sessions of electroconvulsive therapy (ect). It completely "destroyed" the patient's body and he was "in the process of rebuilding his body." The patient&#38112;family was telling him he "had been decompressing."